Event description:
This is a report of a home patient (hp) who experienced peritonitis coincident with peritoneal dialysis. The hp was diagnosed with peritonitis and hospitalized for the event. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. The hp was switched to hemodialysis and later passed away. The hp had not recovered from the peritonitis prior to death. The peritoneal dialysis registered nurse (pdrn) did not have the death certificate but stated the cause of death was heart failure. It was not reported if an autopsy was performed.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.